Manufacturer narrative:
The hill-rom technician found the CPR switch remaining active causing the bed to be in trend. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the head actuator to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed would self-run into the trendelenburg position. The bed was located at the account in 9t. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint #(B)(4).